Manufacturer narrative:
Device evaluation summary device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (unable to charge a battery) has been confirmed. Upon investigation, there was liquid contamination on the battery board. The cause for the failure was isolated to the contaminated battery board. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem (B)(4) and reported that the battery charger/modem was unable to charge a battery.